Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3515h, batch 051643 drill sleeve was received for investigation. Visual inspection identified that the distal end of the drill sleeve had broken at multiple sites along the outer diameter. No fragments were returned for analysis. The remainder of the distal end of the drill sleeve was compromised, with warping of the remaining material at the breakage sites evident. Due to the returned condition of the drill sleeve, the dimensions at the distal end could not be accurately assessed. The cause remains undetermined, although a probable cause can be attributed to interference between the guide and other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-3515h drill sleeve tip broke off. This was discovered during a procedure. Surgeon recovered tip from patient, nothing was left inside.